Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 41921fp00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the product for the issue. Historical performance of reagent lot 41921fp00 was evaluated using worldwide field data for architect ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 41921fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 41921fp00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect ca 19-9 results for one patient. The following data was provided: sid: (B)(6) initial result 41.6 u/ml, repeated sid: (B)(6) 14.7 / 14 / 14.6 / 14.0 u/ml. No impact to patient management was reported.